Manufacturer narrative:
(B)(4). Additional information: no product will be returned per customer. The customer complaint of secondary back flow into primary bag could not be confirmed due to the product was not returned for failure investigation. The photo received from the customer was reviewed. The primary and secondary sets are non-carefusion sets. Both sets were attached to IV bags containing an orange colored fluid and the fluid path of each set contained the orange fluid. However, a check valve component on the primary set was not visible in the photo; therefore it is unknown if the non-carefusion primary set contained a check valve. The root cause of this failure was not identified as no product was returned for investigation.

Manufacturer narrative:
Concomitant product: braun ultra secondary set ; therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the secondary bag infusing chemo was backing up into the primary bag. No patient harm reported.